Event description:
During service by baxter, the infusion pump was found to contain a pump head module which was underinfusing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12 2007. Evaluation summary:the condition of underinfusing was confirmed. Inspection of the device found that the inderinfusion was caused by a faulty pump head module. The pump head module was replaced.